Event description:
It was reported that the shaft almost tore off when removing the device. The 95% stenosed target lesion was located in the moderately tortuous superficial femoral artery to popliteal artery. A 2mm x 40mm x 145cm coyote es was advanced for dilation. During the procedure, it was noted that the balloon was unable to cross the lesion, and the shaft almost tore off when removing the device. The procedure was completed with a different device. No patient injury reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink.

Event description:
It was reported that the shaft almost tore off when removing the device. The 95% stenosed target lesion was located in the moderately tortuous superficial femoral artery to popliteal artery. A 2mm x 40mm x 145cm coyote es was advanced for dilation. During the procedure, it was noted that the balloon was unable to cross the lesion, and the shaft almost tore off when removing the device. The procedure was completed with a different device. No patient injury reported.